Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device, the root cause of the reported event could not be identified. However, it is likely the cause is related to the main lamp malfunctioning/not lighting properly and the power strip that was connected. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis exera iii xenon light source did not power on after the main lamp was replaced. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that the procedure was completed using the same device. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
It was reported that the customer called in for troubleshooting help and was assisted by an olympus technical assistance center (tac). During troubleshooting for the reported issue, the customer stated that there was no power on the endoscopy equipment cart and was instructed by the olympus technical assistance to plug the cart power cord into an outlet not the power strip. The reported issue was successfully resolved by the customer plugging the cart power cord into the outlet. The user facility indicated the suspected device will not be returning to olympus for evaluation/repair because the issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.